Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for headache and non malignant pain it was reported that patient went to the emergency room because the device was not working and not able to turn on. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient noted their ¿device was working fine¿ and that they had ¿just lost it.¿ the patient also noted that what steps were taken to resolve their device not working was ¿n/a.¿